Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube. No blank display anomaly was noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, scratched lcd window.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was not provided. The caller stated that the display reappeared upon troubleshooting. Advised return of the insulin pump for analysis. Nothing further reported.